Event description:
The customer reported consistently elevated troponin I (accutni) results, above the acute myocardial infarction (ami) cutoff, for one patient's samples for over two years involving access 2 immunoassay system. The elevated results were reproducible and did not correlate with the patient's clinical condition. Electrocardiogram (ECG) results were normal. The elevated results were released out of the laboratory. There has been no report or patient injury associated with this event. A change in patient treatment was noted. The patient was admitted for follow-up tests to rule out ami based on the elevated results. The customer supplied beckman coulter, inc. With the patient sample for further analysis.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. Samples were collected in 5 ml greiner lithium heparin tubes. Samples were centrifuged at <5,000 rpm, (rotations per minute), time was not specified. The customer stated the unit was within specification. Quality control (qc) and system check data were not supplied by the customer. Customer product line support (cpls) laboratory tested the patient sample and confirmed heterophile interference as the root cause for the false positive troponin I results. Product labeling: for assays employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the sample. Human anti-mouse antibodies may be present in samples from patients who have received immunotherapy or diagnostic procedures utilizing monoclonal antibodies or in individuals who have been regularly exposed to animals. Additionally, other heterophile antibodies, such as human anti-goat antibodies, may be present in patient samples. In addition, elevated troponin I levels have also been documented in cases in other cardiac conditions such as unstable angina, congestive heart failure, or myocarditis, or severe non-cardiac conditions such as trauma or renal failure that may cause cardiac muscle injury. Thus troponin I (accutni) results should be interpreted in light of the total clinical presentation of the patient, including: symptoms, clinical history, clinical examination, electrocardiogram (ECG), data from additional tests, and other appropriate information. Medical decisions should not be based on a single accutni determination at one time point. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4) 2008 through (B)(4) 2010 for additional reportable events.